Manufacturer narrative:
Investigation of the devices' log have been started. A warmstart with a reboot has been proceeded. Device safety concept switched over to man/spont and alarmed. Further conclusion will be reported in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was reportedly swapped out and there was no patient injury reported. A dräger service technician was dispatched and was not able to reproduce the reported symptom. The technician reported that a review of the logs confirmed the user report so the technician replaced the power supply (part number 8605505) and vgc power pcb (part number 8603561).

Manufacturer narrative:
Upon request, it was reported that the customer will most likely not provide the replaced power supply and the pba vgc cpu for investigation. Hence, the analysis was limited to the evaluation of the given information and the electronic log file of the device. The reported ventilator fail could be confirmed by means of the information recorded in the log. At 08:04:11 on the reported date of event, the apollo detected a temporary power failure of the pba vgc cpu which is an essential component within the ventilator assembly. A subsequent warmstart of this pba was also recorded in the log file. This warmstart is the expected reaction of the pba after the detected power failure. The apollo reacted as specified for this failure situation and automatically switched to man/spont-mode while generating a visible and audible ventilator fail alarm. In this case manual ventilation will still remain available. Without the replaced material an exact determination of the root cause was impossible. Reportedly, the device passed all test after repair and has been operating since then without further problems reported.

Event description:
Please see initial-report.